Event description:
Coiling treatment of an a-com aneurysm. It was reported during coil placement, resistance encountered and led to the pusher assembly kinked twice. The physician then pulled back the catheter and coil. During re-advancing, the coil detached with part of the coil inside the aneurysm and part of the coil still inside the catheter. The catheter was then removed and reported the coil is protruding out of the aneurysm. There was no complication reported as a result of the event, the patient still in coma as arrival.

Manufacturer narrative:
The device involved in this event will not be returned as it was implanted in the pt.